Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was exhibiting noise and oversensing. A lead damage was suspected but not confirmed. A new lead was successfully implanted. No additional adverse patient effects were reported.